Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the innie did not want to seat in any of the screw-heads and heads seemed to be too big for innie. There was a delay of surgery of more or less one hour (exact time delay unknown). Problem resolved with inserting new screws. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was completed: the matrix screw and components exhibit post production/acceptance damage that included: ploy head received with unidentified screw attached. The attached screw has nicks and scratches to the sd25 face and visual deformation to the form. The body has nicks and scratches on the periphery and face of the internal thread and internal thread. The collet has damaged on all four corners of the rod slot, metal displaced, pushed toward rod slot center (rounded shiny metal). All described non-conformities/damage is not related to the manufacturing process. Since all features relevant to the complaint condition meets specification, compliant is not related to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.